Manufacturer narrative:
Investigation summary: it was reported that syringe tip broke off inside the female part of the stop cock. To aid in the investigation, one sample with a three way stopcock and IV line was received for evaluation by our quality team. A visual inspection was performed. The syringe has the luer tip broken off and is missing in the three way stop cock. No other defects or imperfections were observed. The defect reported by the customer occurs when excess of torque is applied while connecting the syringe to the connector, in this case to the three way stop cock. A device history record review was completed for provided material number 306547, lot number 0147117. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe the tip/luer of syringe breaks off. The following information was provided by the initial reporter. The customer stated: "when placing an arterial line on a hemodynamically unstable patient, the syringe tip broke off inside the female port of the stopcock."